Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The commander delivery system with s3/s3u/s3ur instructions for use (IFU) and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The complaint for pvl and central leak requiring device explanation was confirmed based on the medical record review. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. In this case, there was no allegation or indication a product malfunction contributed to the paravalvular leak (pvl). With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms above (cardiac remodeling). Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). The valve leaflet coaptation or closing will require blood flow back pressure. In this case, the blood flow back pressure could be decreased with the presence of paravalvular leak, which led to suboptimal leaflet coaptation resulting in in central regurgitation as reported. This can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Thv/tvt registry. Investigation is ongoing. H3 other text : device was not returned.

Event description:
As reported by the implant patient registry, approximately 4 months, 11 days post-implantation of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the 26 mm sapien 3 resilia valve was explanted. The valve had been implanted into a bicuspid valve. Per medical records review, the patient came in with heart failure and severe paravalvular leak (pvl). This prompted the explant. Prior to the explant, intraprocedural transesophageal echocardiogram (tee) noted the 26mm s3ur was present with both pvl and transvalvular regurgitation. The degree of aortic regurgitation (ar) is severe. The explant was successful.